Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device is reportedly discarded and will not return to advanced bionics for analysis. A review of the device history record was completed, and no anomalies were noted. The recipient has reportedly healed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly underwent a routine cerumen removal procedure using a suction device. Immediately following the procedure, the recipient reportedly experienced vertigo and loss of sound. Visual inspection reportedly confirmed a visible electrode lead. Revision surgery will be scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient was not reimplanted disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.